Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 5 minutes. It was reported that the site was going through the sinus and the surgeon was touching the c1 and felt 5mm off anterior and interior. The surgeon was accurate everywhere else except c1. The surgery was completed with navigation and there was no impact on patient outcome.